Event description:
It is reported that the pt is experiencing pain. X-rays show signs of radiolucency and subsidence.

Manufacturer narrative:
Eval summary: primary surgical notes stated that the hip was stable and the leg lengths were equal. No complications were noted. F/u office visit notes state that the left hip has good range of motion except the internal rotation is painful in the thigh. Radiograph shows radiolucency around the femoral stem as well as pedestal that is in contact with the tip of the stem. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.